Manufacturer narrative:
(Correction/additional information: the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: vascular spasm or vascular trauma ((e.g., ilio-femoral vessel dissection, bleeding, rupture, death).

Manufacturer narrative:
(B)(4). Medical device: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: access, delivery and deployment events, endoprosthesis: improper placement; migration; the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak

Event description:
On (B)(6) 2011, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprostheses to repair an abdominal aortic aneurysm. The patient tolerated the procedure. Date unknown (B)(6) 2011, a follow-up CT (computed tomography) revealed a dissection from the left common iliac artery to the left internal iliac artery. The physician chose to monitor the patient. On (B)(6) 2018, the patient underwent endovascular reintervention and an additional contralateral leg component was implanted extend coverage of the originally implanted contralateral leg component on the left side, and repair the dissection. The patient tolerated the procedure.